Event description:
It was reported that during pulse generator change out the right lead exhibited high pacing thresholds. The lead was capped and replaced successfully on (B)(6) 2017. The patient was discharged.